Event description:
It is reported that the device was implanted in 2008. The pt was allegedly not being totally reliable or compliant, (may have fallen) and came to the dr's office with the fixator snapped at the distal end. The device was revised on the following month, where the dr had to apply another fixator, take x-ray, and reduce fracture.

Manufacturer narrative:
Eval summary: the returned wristore radial fixator is fractured at the interface between the universal joint and the metacarpal body segment. As the complainant suggests, the fracture could be due to the pt falling on his wrist since it is highly unlikely to fracture under mechanical or normal loading conditions, especially at this location. The fracture pattern also indicates brittle fracture possibly due to sudden or impact loading. The body is made of molded high strength polymer (ultem) materials and the primary reason for this selection is for its light weight characteristics and to provide more comfort to the pt. Device history records indicate device mfg to spec.